Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was damaged. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.